Event description:
Per the clinic, the device was explanted on (B)(6) 2025 and the patient was re-implanted with another cochlear device within the same surgery.

Event description:
Per the clinic, the patient experienced poor performance with the device due to the migration of the electrode array. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.